Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while being applied for a jejunostomy, the stapler was able to fire, the staples deployed at the beginning and end but was incomplete in the middle. The doctor had to sew the open hole where the stapler did not fire to prevent permanent impairment of a function. The knife blade had also cut the tissue causing tissue damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.